Event description:
Caller states patient tested 6.7 inr on the coaguchek xs system while a comparison lab returned as >16.7 inr. Caller states the reason for the high inr result was because the patient had refilled a prescription for coumadin at the pharmacy and the prescription was refilled for 5 mg when the patient should be taking 1 mg daily. Caller states she had been taking the 5 mg dose for a week now. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.